Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 300, 387, 344, 325 and 335 mg/dl. The customer¿s expected am/pm fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/13/2024; customer was unsure of open vial date but stated that it was less than 4 months ago. The meter memory was reviewed for previous test result history: result 1: 300 mg/dl, date: (B)(6), time: 2:17 pm, fasting. Result 2: 387 mg/dl, date: (B)(6), time: 2:14 pm, fasting. Result 3: 344 mg/dl, date: (B)(6), time: 3:12 pm, fasting. Result 4: 325 mg/dl, date: (B)(6), time: unsure pm, fasting. Result 5: 335 mg/dl, date: (B)(6), time: 6:03 pm, fasting.